Event description:
It was reported that the patient's recent computed tomography (CT) scan showed narrowing of the outflow tract and biodebris formation within the proximal outflow cannula. The patient reported seeing a flow of "---" more frequently than before. The log files showed the flows to appear to be stable throughout the log files. Any type of obstruction could not be determined in the ventricular assist device (vad) circuit from the log file analysis. Additional log files were taken that showed increased power and flow on the monitor. The past few weeks, the power had been 6.2-6.4 with flow of 3.7-4.2. On 15feb2026, the power increased to 8.9 with a flow of 7.5 which appeared to be sustained until 16feb2026. The log file captured mainly routine events but was an upward shift in pump power from the baseline of 6w-8w was seen. The upward trend in power with a downward trend in pulsatility index (pi) values had historically shown the potential for thrombus in the vad circuit. It was suggested to turn the data logger on to record every hour to log some real time data. Additional log files after turning the data logger on was provided. Recent transesophageal echocardiogram (tee) was not able to assess the outflow cannula. Further log files were taken on 18feb2026. Since the data logger on was turned on 17feb2026 afternoon and captured semi real time data, the vad parameters looked like they were in a more baseline number based on the patient's fixed speed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was treated with bivalirudin and was sent home with follow up planned for 6 months.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.